Event description:
"Tion" of the implant was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain and mobility. No further patient complications were reported.